Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 01/19/2024, however the correct date is 02/02/2024. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had a corneal burn during sculpt and required 4 sutures to close the wound. There was no post-operative complication and no permanent damage to cornea/sclera. The patient has recovered. No additional information was provided. This report is against the veritas console. Separate reports will be submitted against the ellips handpiece, opo73 and 21g tip.

Manufacturer narrative:
Correction: in follow up #1 report the following information was inadvertently omitted: additional information: a j&j representative spoke with doctor who reported the following information from phone call: doctor reported that when she had the corneal burn on the grade 4 cataract, she says it occurred almost immediately once phaco was engaged, hence in her mind, she believes it could be the endocoat. It was explained that the endocoat as a dispersive is more ¿sticky¿ hence requires more careful removal as described in the direction for use (dfu). Bimanual ia reflux ¿ she does not like the venting setting and had no or less issues with it when turned off. She mentioned that the veritas alarm was initially ¿turned off¿ so she did not hear anything. Section h6 device code 3191: dissatisfaction all pertinent information available to johnson & johnson surgical vision, inc has been submitted.